Manufacturer narrative:
Per tandem's pump user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked. Additionally, the customer received multiple minimum fill notifications with multiple cartridges. Reportedly, the customer had overfilled the cartridges. A cartridge change was performed resolving the issue. The customer¿s blood glucose level was 132mg/dl.